Event description:
It was reported that two fibers failed during a photoselective vaporization of the prostate (pvp) procedure, the first fiber broke after four minutes of use. A second fiber was used and it also had problems. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.